Manufacturer narrative:
The device ro08003 has been inspected for investigation purposes. During applicative tests performed on the pointer it was found to be out of calibration; recalibration was performed.

Event description:
An incorrect tool position was reported. An applicative accuracy test was performed during maintenance. Recalibration of the pointer was performed. There was no patient involvement reported.